Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric septation, the load did not fit the stapler. It was also reported that the load stopped when applied to the entero anastomosis. Another handle and reload were used to complete the case. There was no patient injury.